Event description:
It was reported that the 5mm diameter lesion in the mid left superficial femoral artery (sfa) was predilated with a 5mm balloon.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5.5x150mm supera stent was advanced to the mid left superficial femoral artery (sfa) without any issue. Stent deployment was initiated; however, the stent did not release from the delivery system and during removal of the delivery system, the stent elongated. Eventually, the stent was deployed in the proximal ostium of the common femoral. The delivery system was removed without resistance. Once the delivery catheter was outside the anatomy, the nose cone was noted to be missing and was found in the right common iliac. Unsuccessful attempts were made to remove the nose cone via snare. The nose cone migrated to the right mid sfa and required surgical intervention to remove the separated portion successfully. There were no other adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is not returning for analysis failure to follow steps / instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. The supera instructions for use (IFU) states that the recommended inflated balloon diameter for a reference vessel diameter between 4.6mm-5.5mm and a tent diameter of 5.5mm is a balloon that is greater than 5.5mm. [The lesion was predilated with a 5mm balloon.] Based on the reviewed information, no product deficiency was identified.